Manufacturer narrative:
(B)(4); the device remains in service. An exercise test has been planned, but has not been completed due to scheduling conflicts with the patient and physician. The patient has not received any additional inappropriate shocks, and has been instructed to avoid activities that will increase their heart rate. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while jogging at a slow pace. The patient was asymptomatic at the time of the shock. The device was programmed in the secondary vector at the time of the shock. Automatic set up was performed and the device again selected secondary. Technical services reviewed the episode and noted the morphology at the rate of 160 bpm was significantly different than at rest and recommended x-rays and an exercise test. No adverse patient effects were reported. Boston scientific received new information. The following year, the patient received another inappropriate shock that induced the patient into ventricular fibrillation (vf). The device then delivered an appropriate shock that successfully converted the arrhythmia. It was reported the patient was dancing and jumping at a party at the time of the shocks. The field representative reported a treadmill test would be performed to evaluate the other sensing vectors at higher heart rates. No adverse patient effects were reported.